Event description:
It was reported that during a trial procedure, a contact from the trial lead remains inside the patients body. It was believed that the lead came in contact with the tip of the first needle and cut it off as the physician withdrew the affected lead. No apparent injury reported and patient is currently doing well. No further course of action will be taken at this time.